Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose. Customer stated it started during lunch time, he attempted to treat with the insulin pump but blood glucose began to rise. Blood glucose was 200 mg/dl and then 494 mg/dl. The customer treated with manual injections and changed the infusion set. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The insulin pump passed the high pressure test. Last blood glucose reading was 105 mg/dl.